Manufacturer narrative:
Argus case (B)(4).

Event description:
Lip swelling [lip swelling]. Case description: this case was reported by a physician via call center representative and described the occurrence of lip swelling in a (B)(6) female patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for an unknown indication. Concurrent medical conditions included psychosis. On an unknown date, the patient started (B)(6) polident for partials (polident for partials with taed) (oral) at an unknown dose single dose. On an unknown date, an unknown time after starting (B)(6) polident for partials (polident for partials with taed), the patient experienced lip swelling and accidental ingestion of product. On an unknown date, the outcome of the lip swelling was unknown. On an unknown date, the outcome of the accidental ingestion of product was unknown. The reporter considered the lip swelling to be unrelated to (B)(6) polident for partials (polident for partials with taed). [Clinical course]: concomitant products included steroid. On an unknown date, the patient accidentally swallowed polident denture cleanser. The denture cleanser was considered as probably (B)(6) polident for partials. [Reporter's comment]: the lip swelling might have caused by the oral steroid the patient was taking. Follow-up information received from the reporting physician on 22nd january 2020. [Clinical course]: on an unknown date as the patient had psychosis, the reporter assumed that the patient might have wet her mouth with (B)(6) polident for partials. As of (B)(6) 2020, the patient had only the lip swelling but no other symptoms. She recovered from the lip swelling and was discharged from the hospital on the same date. No further information will be provided due to the refusal of the reporting physician.